Event description:
It was reported the device displayed error code 1261 during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. During testing, the problem of error code 1261 appeared on the pump display. The root cause of the problem was a faulty microprocessor unit board. The microprocessor unit board was replaced to resolve the problem. Additional information provided in d5., corrected data: corrected information d1.